Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2005 - pt was implanted with multiple medical devices, including a bard ptfe mesh during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that on (B)(6) 2005, the pt was implanted with multiple pelvic devices including a bard ptfe mesh. No specific device failure has been alleged and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.